Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 473 mg/dl. Customer alleged the "wrong settings were provided" by the healthcare provider and stress were the cause of the bg. Customer declined to provide further information and declined tandem technical support's (cts) offer to perform a pump system check at the time of the report. Upon follow up, customer reported to have discussed event with a healthcare provider and declined further assistance from cts or provide further information.